Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that a blade broke during a surgical procedure. It was also reported that the patient had to return to have a metal fragment removed. No further information was provided.

Event description:
It was reported that a blade broke during a surgical procedure. It was also reported that the patient had to return to have a metal fragment removed. No further information was provided.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. D4: UDI is unknown as the lot number was not reported.